Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was found in backup operation while still in the box. No programming changes were made. No patient involvement reported.

Manufacturer narrative:
The reported event of pacemaker found in backup mode was confirmed. Device was received in backup mode which was triggered due to power on reset (por) caused by low battery voltage. The battery was deemed to have depleted prematurely. Electrical analysis on the device hybrid was performed and the cause of premature depletion was found to be high current drain to an anomalous integrated circuit (ic).